Manufacturer narrative:
Follow-up # 1 (09/15/2011)- correction on (B)(6), 2011, the lay-user/patient contacted lifescan (lfs) india alleging that the onetouch ultra meter is giving inaccurate low reading. This complaint is being classified according to the documentation of the customer care advocate and the follow-up obtained (B)(6), 2011.

Manufacturer narrative:
Follow-up # 2 (10/19/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra meter is giving inaccurate low reading. This complaint is being classified according to the documentation of the customer care advocate and the follow-up obtained (B)(4) 2011. The patient tests her blood glucose once every 3 days and manages her diabetes with insulin and oral medication. According to the patient, her blood glucose was generally around 180-200 mg/dl. Since using the subject meter during (B)(6) 2010, the patient's blood glucose are at around 90-100 mg/dl. Her human mixtard insulin regimen was replaced with diabetes oral medication of ganulia based on the lfs meter readings. Subsequently, the patient has been having symptoms described as "facing breathing problem and skin irritation." Her skin specialist informed the patient that she has skin allergy. Her elevated blood glucose has caused the skin allergy condition to worsen. The patient was treated with monticope, zifi, and colyvalent oral medication for her skin condition. Reportedly, her skin condition has abated. The patient was placed back on insulin and is currently taking 13-15 units after lunch and 20-24 units after dinner. During troubleshooting, the patient reported blood glucose results of '141 mg/dl' with a lifescan meter and '185 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because her diabetes treatment was alter due to allegedly inaccurate low reading obtained on the lfs meter and subsequently experience symptoms that can be related to hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). The 510k # is k062195.